Event description:
According to the enclosed medwatch, "during laparoscopic cholecystectomy pt suffered burn to left cheek from bovie instrument." The burn was excised and repaired by a plastic surgeon following conclusion of laparoscopic cholecystectomy procedure.